Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's scs system implant procedure was extended for about one and half hour due to patient's anatomy causing difficulty placing the lead in position. The physician used gel foam and dura seal to keep the lead in place. Reportedly, the patient has effective therapy postoperatively.